Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On 11/03/2025. It was reported that the patient said that she almost died because her sugar went down to 20 mg/dl during the week and she did not get any alarm. She went to her endocrinologist on (B)(6) 2025 because of this and she asked her doctor who they want her to call and she was told to call omnipod. She called omnipod and they changed her pod and changed the dexcom sensor but she's still getting low reading so she decided to call us to let us know. The patient did not go to the hospital as she said she live alone and she did not call the ambulance. She checked clarity and found that today at around 10pm, her glucose went down to 40 mg/dl but the device did not alarm her. Documented symptoms include blurry vision and sweatiness. It was not documented whether she took any treatment during that time. When she woke up the "reading" was 139 mg/dl. She doesn't have any equipment to use in order for her to check her blood glucose. She said she will see her doctor tomorrow for the kit order so she can get them from the drug store. The patient is fine during the call but refused to provide more information when asked by the tech about the medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that the estimated glucose values dropped below the low alert threshold (75 mg/dl) on the alleged date of (B)(6) 2025. From 09:17 am to 09:27 am, the app delivered low alerts at 65% volume, as expected. At 09:32 am, signal loss for 30 minutes began and backfilled egvs increased from 69 mg/dl to 118 mg/dl. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient said that she almost died because her sugar went down to 20 mg/dl during the week and she did not get any alarm. She went to her endocrinologist on (B)(6) 2025 because of this and she asked her doctor who they want her to call and she was told to call omnipod. She called omnipod and they changed her pod and changed the dexcom sensor but she's still getting low reading so she decided to call us to let us know. The patient did not go to the hospital as she said she live alone and she did not call the ambulance. She checked clarity and found that today at around 10pm, her glucose went down to 40 mg/dl but the device did not alarm her. Documented symptoms include blurry vision and sweatiness. It was not documented whether she took any treatment during that time. When she woke up the "reading" was 139 mg/dl. She doesn't have any equipment to use in order for her to check her blood glucose. She said she will see her doctor tomorrow for the kit order so she can get them from the drug store. The patient is fine during the call but refused to provide more information when asked by the tech about the medical intervention. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025. It was reported that the patient said that she almost died because her sugar went down to 20 mg/dl during the week and she did not get any alarm. She went to her endocrinologist on (B)(6) 2025, because of this and she asked her doctor who they want her to call and she was told to call omnipod. She called omnipod and they changed her pod and changed the dexcom sensor but she's still getting low reading so she decided to call us to let us know. The patient did not go to the hospital as she said she live alone and she did not call the ambulance. She checked clarity and found that today at around 10pm, her glucose went down to 40 mg/dl but the device did not alarm her. Documented symptoms include blurry vision and sweatiness. It was not documented whether she took any treatment during that time. When she woke up the "reading" was 139 mg/dl. She doesn't have any equipment to use in order for her to check her blood glucose. She said she will see her doctor tomorrow for the kit order so she can get them from the drug store. The patient is fine during the call but refused to provide more information when asked by the tech about the medical intervention. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.